Manufacturer narrative:
Manufacturer's investigation conclusion: a review of the submitted log files confirmed driveline power fault alarms that appear consistent with a fluid ingress issue at the connection between the pump cable and modular cable. Residue indicative of oxidation from fluid ingress was confirmed via evaluation of the returned modular cable (refer to pi-2026-0005575-03). However, fluid ingress on the pump cable side was unable to be confirmed as no images of the inline connector were provided, and the device remains in use. The submitted controller event log file captured a driveline power fault alarm associated with intermittent power b broken faults on 09jan2026. The additional controller event log file submitted following the modular cable and controller exchange captured the driveline power fault alarm activating again on 17jan2026. The resolution of the alarm was not captured in the file. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed while the driveline was connected. The patient went to the hospital with a cleaning procedure scheduled for 21jan2026. It was later found during the investigation of the returned modular cable that there was fluid ingress in the inline connection of the modular cable, and by extension, potentially within the pump cable. This fluid ingress was a likely cause of the observed driveline power fault alarms. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 3 of the IFU, ¿powering the system¿, states that high levels of static electricity can damage or harm the system and cause the pump to stop. This section recommends that the patient use battery power when not sleeping or resting to reduce the risk of electrostatic discharge (esd) events. Section 6 "patient care and management¿ warns that static electricity can cause the left ventricular assist device (lvad) to stop and explains additional steps in how it can be avoided. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline power fault alarms, as well as the recommended actions associated with each. Section 1 ¿introduction¿ of the patient handbook warns the user to avoid touching older television or computer screens and to avoid activities that may induce string static discharges and to take actions to reduce the chance of esd, as strong electrical shocks can damage electrical parts of the system and cause the pump to perform improperly or stop. Section 4 "living with the heartmate 3" contains a section on "static electricity", in which the user is warned to avoid activities that may cause static electricity and to discharge any built up esd by touching a metal surface before handling lvas components. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard or pump off alarm, call your hospital contact immediately for diagnosis and instructions. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power fault alarms, and the recommended actions associated with these emergencies. The testing & classification tables in section 9 of this document include esd. The emergency contact list form included in the handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU and patient handbook provide information regarding how to clean and care for the driveline and instructs the user to check the driveline daily for signs of damage. The IFU and patient handbook also instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Never submerge the driveline or other system components in water or liquid. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later found during investigation there was fluid ingress in the inline connection of the modular cable, and by extension, potentially within the pump cable.

Event description:
It was reported the patient experienced a driveline power fault and went to the hospital. The alarm was cleared by ventricular assist device (vad) coordinator, however the alarm recurred. The modular cable was exchanged but the alarm didn't resolve. Exchanging the system controller resolved the alarm, and as of (B)(6) 2026, no alarms had recurred. Additional information indicated that one week after the system controller exchange, the alarm recurred. The patient went to the hospital with a cleaning procedure scheduled for (B)(6) 2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.